Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction water immersion due to a detached cable protector on the camera head side. Additionally, the observation that the charged coupled device (ccd) was covered with water is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed during device evaluation that the camera head exhibited water immersion, and the charged coupled device (ccd) was covered with water. There was no patient involvement.